Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. However, this issue is related to a field action. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This was observed during use of the device for peritoneal dialysis therapy. During follow up, the leak was identified from "the back of the transfer set valve where it attaches to the tubing". The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.